Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the midpoint of the grip. A piece approximately 15mm x 5mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Additionally, the instrument was found to have a broken conductor wire at the grip. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
It was reported that, during central processing, the force bipolar instrument was defective. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.